Manufacturer narrative:
(B) (4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Follow-up with site found that the or mgr's investigation found the surgeon was activating the pencil under the raytec gauze, causing the gauze to catch fire.

Event description:
The customer reported that during a thoracic fusion, a raytec 4x4 gauze spontaneously caught fire. It was approx 6 inches away from the operative site and they reported that there was no alcohol prep or pure oxygen present. The gauze was extinguished with water. There was no pt injury. The generator has been safety checked and all was found ok. Follow-up with site found that the or mgr's investigation found the surgeon was activating the pencil under the raytec gauze, causing the gauze to catch fire.